Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced but confirmed during evaluation. It was observed that the upstream sensor had low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced. Additional information: (low readings), (increased sensitivity).

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.